Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0194783. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. One potential cause for this issue is related to the transportation of the device. During transportation the luer can become dislodged and for this reason, the instructions for use indicate the importance of tightening the luer attachment prior to use. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: after intravenous puncture of the indwelling needle, the heparin cap joint was not screwed tight, and the joint was leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: after intravenous puncture of the indwelling needle, the heparin cap joint was not screwed tight, and the joint was leaking.